Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the clinic as the device had completely eroded through the patient's skin. It was reported that this patient has cachexia, and as a result, the s-ICD could not remain in the required implant location. The site reported that the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.